Event description:
It was reported that a user experienced a temporary signal loss between the dexcom g7 sensor and the ilet, after which readings resumed on the ilet; troubleshooting and education were provided, and no alerts or alarms were reported. Symptoms included no reported clinical effects. Outcomes included no impact on health and no need for medical intervention or hospitalization. Investigation included user education on connectivity and device operation. Investigation of this case revealed a transient communication issue consistent with intermittent signal loss in the continuous glucose monitoring data path, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user and environment related, consistent with known connectivity limitations.